Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient suffered inappropriate shocks due to noise on the right ventricular (rv) lead. In addition, the lead exhibited high pacing thresholds and had a confirmed fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.